Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during a normal battery depletion device replacement procedure as it showed noisy signals. According to the physician, no inappropriate therapies were noted due to this failing rv lead. No additional adverse patient effects were reported.